Manufacturer narrative:
Evaluation results/conclusion. Endoleak; cause endoleak is unk.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 49 months ago. Aneurysm and vessel morphology were not reported. It was reported that the pt may have an endoleak and the aneurysm is enlarging. Films were reviewed; however, the source of the endoleak could not be identified and all attachment sites appeared intact. The decision was made to reline the right limb with an aneurx iliac stent graft. No further info was provided and the pt is fine.